Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." This report is number 2 of 3 MDR's filed for the same patient (reference 3002806535-2016-00747 / 00749).

Event description:
It was reported the patient underwent a right revision procedure approximately ten years post-implantation due to adverse reaction to metal debris (armd). The femoral head and acetabular shell was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Methods - photographic inspection, manufacturing review. Manufacturing history found no evidence of product nonconformance. Examination of the returned device revealed evidence of wear and deformation. The most likely root cause of the event is malpositioning or joint laxity; however, a conclusive root cause cannot be determined with the available information.